Event description:
Information was received from a healthcare provider (con) via a company representative (rep) regarding a patient receiving morphine via an implanted pump. The patient reported that the catheter was cut by a different surgeon in a different procedure. The company representative (rep) was notified by neurosurgeon that they saw patient today and will be scheduling a replacement surgery when they can. The patient pump was alarming as it was likely due to a refill. She was using alternate medications for now but would prefer the pump. The issue was not resolved at the time of event. Additional information was provided from a consumer via a company representative stated that the pump was alarming due to empty pump. Per patient, she was dismissed from the doctor¿s office because her insurance was not good enough and he was also not doing preauthorization for her medications. Her reservoir has been empty for a long time. She estimated that the catheter was cut about 2 weeks after her pump was replaced by their doctor. However, a replacement has not yet been scheduled, and the doctor¿s office was also trying to help find a different managing provider. So far, they have been unsuccessful because the patient is on a dose of opioids that was higher than they allow (per patient).

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted:(B)(6) 2025 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jun-2027, UDI#:(B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 20-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.